Event description:
The facility initially reported there was no pt affected; the system was not toggling to vit mode. They changed systems to compete the procedure. The case was delayed 15-20 minutes. The pt was sedated under local anesthesia and was stable during the machine switch. The case was completed, and an ac iol was implanted. Add'l info received from the customer stated, this occurred one hour into the case, after the lens was removed. The doctor needed to do an anterior vitrectomy after working in cortex mode, but nothing would work in anterior vitrectomy mode. The anterior vitrectomy was unplanned, but the cause was not provided. They also stated there was no pt injury.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.